Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide information that was inadvertently not included in the initial medwatch report. Corrections to d9 and h3: the subject instrument was returned for evaluation after this complaint was closed. The investigation confirmed that the sheath had come detached from the handle. A failure investigation was performed for this failure mode. As a result, there was a planned sheath anchoring and adhesion design change to address this issue.

Event description:
The physician reported that after the ins-0352 (always-on tip tracked brush, 15mm l, 1.8mm od) was deployed one time, the outer clear sheath detached from the black handle portion when the brush was retracted. The brush was removed from the patient and when the technician deployed the brush to extract the sample, the brush could not deploy out. The physician was able to successfully complete the intended procedure using a new instrument. There was no procedural delay. There was no injury to the patient or user as a result of the reported issue. This report is being submitted for the sheath detaching from the black handle.

Manufacturer narrative:
The device was not returned to veran for evaluation. However, a photo was provided. Since the date of this event, the manufacturing process is being updated to address this failure mode. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.